Event description:
It was reported that the device system was explanted due to a pocket infection. No further patient complications have been reportedas a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): product ID rvdr01 implantable pulse generator (ipg) implanted: 2012-(B)(6), product ID 5086mri52 implantable pacing lead implanted: 2012-(B)(6). (B)(4).